Event description:
Reporter indicated a vns pt had high lead impedance with vns diagnostics testing; it is unk if the high lead impedance was obtained with systems or normal mode diagnostics. No pt adverse events were reported. The pt later had vns lead replacement due to the high lead impedance. The explanted lead has been returned and is currently in product analysis. Paperwork received with the lead indicated the lead was replaced due to "suspected lead breakage". Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.